Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was died without the low battery warning. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was making the grinding noise when rewinding and rewind was slower than in past. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed a21 error test rewind and displacement test. No unexpected rewind anomalies noted. No unexpected battery out limit alarm anomalies noted. No unexpected backlight anomalies noted. No unexpected weak battery alarm anomalies noted. (B)(4).